Manufacturer narrative:
Update to d9: device available for evaluation changed to "no". Update to h3: explanation for why device evaluated by manufacturer is "no" updated to "although requested, devices not returned." Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Results pending investigation.

Event description:
On (B)(6) 2021: false positive result 1x on the fisher sure-vue hcg urine cassette test kit. Customer was testing herself as a "control" as a patient received three false positive results on the same kit prior. Customer received a positive result, despite having had a hysterectomy. No adverse outcomes occurred.